Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a solent omni catheter system. The pump, shaft, and tip were microscopically examined. There were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product and operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the right superficial femoral artery. After about 75 seconds of aspiration in the patient's body, an error message to "check the saline supply" displayed. The error was unable to be cleared. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.